Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2022 during an unknown procedure when it was reported ¿the plastic where the electrode attaches to the pen is breaking causing the pieces to fall into the abdominal cavity of the patient.¿ further assessment questioning found that the plastic was retrieved from the patient. The procedure was completed with the use of an unknown alternate device and a 5¿10-minute delay was reported during the procedure. There was no report of injury, medical intervention or extended hospitalization required for the patient. The current status of the patient is ¿patient fine, no effect on patient¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the electrode breaking from the pen is confirmed. Received one plpul2020 in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint has been confirmed. Within the distal tip of the device of the device the plastic piece that holds the electrode is broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that the plumepen®ultra is equipped with several key features for the surgeon¿s convenience. Surrounding the electrode blade is a translucent plastic tube that allows the blade and tube to be positioned at varying lengths to most effectively capture surgical smoke plume as it is created. Rotate the cam locking mechanism to the unlock position. Extend capture port / blade to desired length. Please note capture port and blade move together. Turn the cam locking mechanism back to the lock position and ensure that the tube is securely locked in place. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2022 during an unknown procedure when it was reported ¿the plastic where the electrode attaches to the pen is breaking causing the pieces to fall into the abdominal cavity of the patient.¿ further assessment questioning found that the plastic was retrieved from the patient. The procedure was completed with the use of an unknown alternate device and a 5¿10-minute delay was reported during the procedure. There was no report of injury, medical intervention or extended hospitalization required for the patient. The current status of the patient is ¿patient fine, no effect on patient¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.